Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination, however review of the provided series of x-rays confirms the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Associated study: rotating platform. Clinical adverse event received for increased pain and swelling related to synovitis secondary to poly wear. Event is serious and is considered moderate in severity, event is related to device and is not related to procedure. Doi: (B)(6) 2002; doe: (B)(6) 2018; (right knee). This event is awaiting resolution, pt is to be revised.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.